Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported via email by the patient that their "unit" had "quit working." Unresponsive patient therapy device. No further information was provided at the time of reporting. The following day, a request was sent by patient services for the patient to directly contact by phone, so troubleshooting could be carried out. No new information yet received.